Manufacturer narrative:
The technician cleaned and lubricated the siderail latch mechanism to repair the bed.

Event description:
Info received indicates, the right head siderail is not locking into place.